Event description:
Treatment of an avm with onyx. It was reported following approximately 40 minutes of onyx injection, it was not possible to retract the catheter. After approximately 30 minutes of attempted catheter retrieval, the onyx plug separated from the onyx cast with approximately 1cm of the onyx attached to the catheter. Both remained in the pt. On follow-up, it was reported the pt has a stroke and expired. Same event as MDR# 2029214-2010-00030.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was consumed in the event.